Event description:
The complaint was flagged for ipc connection leak. The device was returned for investigation. The pump had passed final acceptance testing and was set up for a mock infusion. Mock infusion was set to have pump run over night to test primary and secondary. Infusion had passed and pump will be sent to repair for all functional testing and be reviewed by quality for release. The customer complaint was not confirmed.

Event description:
The following has been reported: customer reported: (B)(6) on (B)(6) 2024 around 3:00pm no pt harm cassette lot 3010513 waiting for confirmation if issue stopped active infusion. A preliminary review of the logs identified the following issue: ipc connection leak (air interface to pump) unknown if an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.